Event description:
Oracle ro 1219586: it was reported that the pump failed accuracy +9.35% (during testing). No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on pump by the chassis base of the expulsor, which damaged into the expulsor gasket causing not consistent delivery issue. Replaced expulsor assembly. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the device is over two years old, and the failure is unlikely a problem with the manufacture of the device. Operator of device and initial reporter information is unknown.